Event description:
A (B)(6) male pt called zoll customer support to report that his "screen is all red" and was making "making screeching noises". The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor's electrode belt receptacle was broken free from the monitor case and several receptacle wires were pinched, broken or had damaged insulation. The damaged insulation caused the -5v line to short, which caused microprocessor u612 on the monitor c/a board to short. The red screen and screeching noise was caused by the damaged u612. The root cause of the damaged electrode belt receptacle and wires was unable to be positively identified but is likely due to excessive force on the electrode belt receptacle. No adverse event resulted from the damaged receptacle. The pt received a replacement monitor.